Event description:
It was reported that the customer had a motor error on the insulin pump during a bolus. Customer's blood glucose level was 188 mg/dl. Customer was advised that a false motor error alarm may be caused by viewing the sensor glucose graph while the pump is delivering a bolus. Customer was also advised that the insulin pump will need to be replaced. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.